Manufacturer narrative:
Customer reported difficulty receiving sms notifications. "Complaint summary: customer reported difficulty receiving sms notifications. Investigation/testing summary: an attempt to reproduce the issue was not conducted as users mobile provider configuration could not be replicated or used. Carelink support team confirmed through csr and database application logs that notifications were being generated for alerts and being logged as outgoing in the carelink database. Sms vendor logs confirmed that sms were being sent to customer's mobile provider. Based on carelink and sms vendor logs it is evident that the user's mobile provider is not properly routing or blocking carelink sms. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_k, version pch00099180. (Most likely) root cause: customer's mobile provider not routing sms properly or blocking them. Analysis summary: both carelink and sms vendor logs confirmed that everything was sent to customer. Issue lays between customer's mobile provider and their mobile phone. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by the medtronic indicated that customer could not received the alert text messages and felt upset as it happened almost every month. Troubleshooting was performed and found that test message was not received after clicking the test message link. Also it was known that in the past the situation of receiving text messages was sometimes received and sometimes not received. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The product will not be returned for analysis.